Manufacturer narrative:
(B)(4). (Repair) documents a (B)(4) technician (philips electrical contractor) had made a visit to the site and discovered that the locking clip was not installed in the unit as referenced in the installation manual. This confirmed an installation error, made by the installers, that were either contractors or employees of (B)(6) hospital medical center. The (B)(4) contractors report ((B)(4)) to philips, stated that the light head separated from the unit because the locking clip was not installed. The device was reinstalled with the safety clip in place and the collar rotated to ensure that the clip does not come off the device. Pictures the mera technician had taken verifies that this was correctly performed. The report of this repair was submitted to philips on (B)(4) 2013.

Event description:
On (B)(4) 2013, philips burton received a complaint stating that one of our double ceiling aim led light heads, had detached from the extension arm. It was reported that the head of the exam light involved, detached from the extension arm and struck a patient in the hand. No injury reported.